Event description:
New information states that sensing was low.

Manufacturer narrative:
Additional information: the reported events of high lead impedance and low sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and sensing issue. The lead was explanted and replaced. The patient was stable.